Manufacturer narrative:
The investigation into the product damage (sterile sleeve damage) has been completed. The device was not returned for benchtop investigation. According to the clinical information provided, the root cause of the sterile sleeve damage issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
The u.s. Complainant had impella 5.5 support ongoing for 12-days when there was an observation made of sterile sleeve damage. The team troubleshot the damage by the placement of tape. The pump support continued for 8 more days until the pump was weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.